Manufacturer narrative:
The present complaint will be voided since it is a duplicated of a previous complaint (livanova ref (B)(4)) for which the medwatch MFR report number 9611109-2023-00233 has already been submitted. Any follow up information will be submitted as follow up of medwatch MFR report number 9611109-2023-00233.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated with ntm, high batcterial count. There was no patient involvement.

Manufacturer narrative:
There was no known patient involvement. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.